Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt stopped using and charging her scs system some time ago because it was not providing effective pain relief. It is unknown if the system is still able to establish communication with external devices. The pt stated she would like to have her system removed. Surgical intervention may be undertaken as a future date.